Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out across all pico 7 products. There have been further complaints reported with this failure mode in the past three years. The device was used for treatment. As no product could be returned, a thorough evaluation of the device could not be carried out. It was reported that all indicator lights were solidly illuminated after the patient took a shower. When all lights are illuminated, this means that the device entered a non-recoverable error state. This is a patient safety feature. As stated in the IFU for this product, prior to showering the pump must be stopped, disconnected from the tubing and placed in a safe location where it will not get wet. If these steps are directly followed, the pump should function without issue. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that after an emergency c-section the pico device was placed on (B)(6) 2020 but on (B)(6) 2020 the patient took a shower and even though the patient thought that she kept the device dry all the light were illuminated. The patient was encouraged to contact her the hospital that placed the pico. No further information is available.